Event description:
The surgeon was performing a unicondylar knee replacement using the mako robotic arm interactive orthopedic system (rio), which resulted in the resection of tibial post holes by the surgeon outside of the plan. The surgeon determine that the proper course of action was to burr the new post holes manually. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the investigation revealed that the likely root cause for the resection of the post holes outside of the plan was due to movement of the tracking array after taking the checkpoints. Possibility of inadvertent array movement is a known risk of this procedure. Instructions for use for the rio were reviewed and found to contain adequate language describing the importance of maintaining stability of arrays as well as the impact of inadvertent array movement to overall system accuracy.